Event description:
It was reported that the patient's device access wound never completely healed following implant. It was noted that the device had migrated closer to the skin surface over time until it completely eroded through the skin while the patient was showering. The patient then removed the device themselves. The device was not replaced and antibiotics were administered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).